Event description:
Within hours after treatment to the upper lip with juvederm ultra plus, the pt presented with severe angioedema. Ice packs were used after treatment. The physician prescribed oral xyzal antihistamine, prednisone, and acyclovir to prevent permanent damage or scarring to the upper lip. Recent follow up with the physician notes that the symptoms are now resolved.

Manufacturer narrative:
Device history summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusions, all the analysis results of the batch are conforming.